Event description:
Account alleged that a patient leaned on siderail causing siderail to drop and patient fell out of bed. Patient received bruising on forehead.

Manufacturer narrative:
Hill-rom technician reported that when he went to check the bed involved in the event, he found that the siderail inline spring kit had already been installed. He did not get to check this bed with the original siderail hardware installed.